Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that matrix drawer did not open. A field service removed multiple medications from behind matrix drawer, inside the back panel area, tested in the hardware test application and verified the functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name: frontier rehabilitation and extended care center.

Event description:
It was reported by the customer that a bd pyxis¿ medbank mini had a drawer failure. The customer reported that they heard the drawer humming, but the drawer did not pop open and did not unlock. There were no adverse events or injuries reported as a result of this incident.